Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device tip and color band were damaged. It was further determined that the color band was chipping/fading and the device failed pretest for visual assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user which is user error. UDI: (B)(4).

Event description:
It was reported that during service and repair pre-testing, it was discovered that the tip of the craniotome device was bent. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.